Manufacturer narrative:
Product evaluation: the resonator evaluation was completed on january 22, 2018 and noted the diode bar stack third bar was dead. The diode was replaced. The resonator was realigned and a new test report was completed. The desiccant was replaced. The resonator was tested after final rework and was confirmed to met manufacturers specifications probable root cause: based on the evaluation, the probable root cause was determined to be a dead third bar of the diode stack.

Manufacturer narrative:
System analysis/service repair on november 15, 2017: the issue of ¿unable to turn laser off and on¿ could not be reproduced. Tested multiple turn on and off cycles with no problems. Verified alignment and power settings in application mode at 20, 30, and 40 watts coagulation and 80, 100 and 120 watts vaporization. Laser works properly according to manufacturer¿s specifications.

Manufacturer narrative:
System analysis/service repair on november 10, 2017: the reported issue of ¿error 171¿ was confirmed. Low power was noted. The resonator was replaced; set detectors and calibrated the laser; verified alignment and power settings in applications mode at 20, 30 and 40 watts coagulation and 80, 100 and 120 watts vaporization. After final validate the laser could not be turned off with the key switch. Turned off the breaker but laser could not be turned back on. Additional service of the laser is required. The replaced resonator s/n (B)(4) was received at the manufacturer on november 13, 2017.

Event description:
It was reported that during a surgical procedure, "error 171" was noted. The procedure was not completed. Patient outcome: no injury to the patient was reported.